Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 1 - no pressure change when expected) occurred with multiple cartridges during pumping. There was no impact to the customer's blood glucose level. A new cartridge was successfully loaded and the customer reported that the pump would continue to be used for insulin therapy. However, the customer confirmed that an alternate method of insulin delivery was available.